Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient experienced events of infusion set tubing detachment on (B)(6) 2025. The site of detachment was hub. The infusion set was in use for three-ten hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006567, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006567 was manufactured according to the work instruction (wi) version 112 and manufactured in the line l-9 on 10-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4c06075 was manufactured according to the wi version 62 and manufactured in the machine sc09, on 07-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d01946 was manufactured according to the wi version 62 and manufactured in the machine sc09, on 10-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.